Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as cracked valve seat diaphragm valve, an opening assessed as surgical damage and delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "deflated all the way, there's a leakage¿. Healthcare professional later reported deflation. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "deflated all the way, there's a leakage¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "deflated all the way, there's a leakage¿. Healthcare professional later reported deflation. This record is for the left side. Device was explanted.